Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. A system check was performed and the infusion set site was thought to have been the source of the occlusion; however, after changing the site, another occlusion had occurred. The customer reverted to using a non-tandem pump to manage diabetes. The customer's blood glucose level was 170 mg/dl and a correction bolus was delivered via the pump.